Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the tap was broken during the procedure. No pt complications were reported.